Manufacturer narrative:
.

Event description:
It was reported that the vns patient underwent generator replacement on (B)(6) 2015 due to "post infection". Further information was received that on (B)(6) 2014, the vns patient underwent lead revision. During that procedure the infection happened. On (B)(6) 2014, the generator was removed due to the infection which was localized on the generator side. A new generator was then implanted on (B)(6) 2015, and the lead impedance of the new implanted vns system was marked as ok on patient implant card. Review of manufacturing records confirmed sterilization for both involved generator and lead prior to distribution.